Event description:
Baxter reports the pt connector of the minicap transfer set came off the titanium adapter after 60 days of use. The affiliate reports no pt injury or medical intervention as a result of the incident.